Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient thinks her ins battery is going dead because it won¿t stay charged. For example, she charged it completely yesterday at noon and this morning it was less than a quarter full. The patient was previously able to go 2 or 3 days between charging. The patient also reports that as the ins battery is draining/getting lower the stimulation sensation will change from a smooth constant sensation to a sensation where it jumps and is like a heartbeat and shocks her. The patient had not had recent reprogramming. The patient reported they charge their ins to 100% full. The patient further reported she falls often and her most recent fall was about 3 weeks ago, but the patient did not believe the falls have caused the problem. The patient was redirected to their healthcare provider. It was reviewed that it is not expected that the stimulation sensation would change/shock as the ins battery charge level drops. The potential risks of falls and lead migration or damage were reviewed. No further complications were reported/anticipated.